Event description:
A malfunction alarm with code malf 9 was reported, but no notable events occurred prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred. The customer acknowledged the instructions and planned to resume insulin and rejoin the sensor session independently.